Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 262 mg/dl at the time of incident. The customer stated that the tubing had air bubbles. The customer stated that they gave correction with the insulin pump and manual injection. The customer's blood glucose was 244 mg/dl at the time of call. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they experienced low blood glucose of 42 mg/dl and treated with glucose tablets. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.